Manufacturer narrative:
The field service engineer determined that a liquid level detection rod was bent and touching the sides of system reagent cups. The rod was re-seated. An instrument check was performed and passed. The analyzer was returned to the customer to run calibration and controls. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The patient sample initially resulted in a troponin t value of 130 pg/ml and it repeated as 164 pg/ml. The sample was repeated on a second analyzer, resulting in a value of 172 pg/ml.

Manufacturer narrative:
The troponin t reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.